Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a potential collision of the artis pheno system. The accident occurred during customer utilization. The provided pictures show damage to the c-arm cover, where the flat detector is attached. The mechanical structure of the system was not affected. Siemens has requested additional details about the collision.

Manufacturer narrative:
Siemens completed investigation of the reported event and it was confirmed that there were no indications of any adverse effects on the health status of the involved patient. The investigation showed that no error messages were displayed to the user and all basic system functionalities remained available. The damage was limited to the cover only. No damage to parts that contribute to functionalities were found. There is no indication for an unintended movement of the system. The reported collision situation may occur only if the user does not check for potential collision objects before releasing system movement. The operator manual contains adequate instructions about risk of collision. According to the instructions for use, the operator must always pay attention to possible collisions during unit movements. The cover of the system was repaired by siemens local customer service engineer. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.